Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject device (cannulated 4.0mm hexagonal screwdriver, part number 314.05, lot number 4765999). The subject device was returned with the complaint condition stating the returned device tip is cracked/damage. The complaint is confirmed. Visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. The overall balance of the device looks in a worn condition with signs of wear all over the device body. It was observed that the some unknown and unauthorized post-manufacturing machining work was performed on the screwdriver shaft by the facility, may be to reduce the shiny appearance of the device shaft, and it is suspected that the device tip too underwent the same process. The neck-like feature at the middle of the shaft and shaft base exhibit more shine and have a smooth profile finish. The screwdriver tip has total 5 cracks, no broken/missing fragments. Unknown white fibrous material was found stuck inside one of the cracks. The device handle is worn. No ncrs were generated during production. Review of the device history record showed that there were no issues with the material, hardness and during the manufacturing of this product that would contribute to this complaint condition. Top level drawing for cannulated hex screwdriver and screwdriver shaft drawing were reviewed. The device diameter that immediately precedes the device tip measured as 5.67 mm (spec: 5.7 mm +0/-0.1). Features of the tip could be accurately measured accurately as the tip have opened outwards due to multiple cracks. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. This re-usable device is approx. 5 years old. It is possible that rough handling during operation and/or sterilization process, application of excessive/off-axis force during operation or application of force when the screwdriver tip is not fully seated into the screw recess combined with the cumulative wear may have caused the device tip to crack. It was also observed that the some unknown and unauthorized post-manufacturing machining work was performed on the screwdriver shaft by the facility, may be to reduce the shiny appearance of the device shaft, and it is suspected that the device tip too underwent the same process which may also have contributed to the complaint condition. No definitive root cause could be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Hospital telephone: (B)(6). Subject device has been received and is currently in the evaluation process. Part number: 314.05. Synthes lot number: 4765999 . Release to warehouse date: 18-dec-2012 . Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the cannulated hexagonal screwdriver chipped while the surgeon was attempting to insert an unknown screw. It was confirmed that no fragments were generated. This occurred during a procedure on (B)(6) 2017. The procedure was completed successfully after a two (2) minute surgical delay using an alternate device. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).